Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during a supply change, with unsuccessful attempts using new supplies after a successful dry run without supplies; the user subsequently received a replacement device and insulin delivery was started with assistance. No reported adverse clinical effects. Outcomes included no impact requiring medical intervention or hospitalization. Investigation included review of system notifications, guided troubleshooting, and coordination for replacement and return. Investigation of this case revealed no active alerts at the time of review, inability to complete a supply change with specified lots, and successful function after replacement and setup. It was concluded that the event was related to a device malfunction affecting supply change workflow, with resolution achieved by device replacement and standard restart procedure.

Manufacturer narrative:
Investigation findings. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
Investigation findings: the device was powered on and was able to prime and rewind (B)(4) units without issue as the complaint details mention. This indicates that there is no issue with the ilet device's drive train. Although the complaint reports that new supplies were used, no confirmation was made on how the user was installing their supplies. Motor logs further support a supply-related issue as motor current is seen ramping on an exponential curve (see below) rather than an abrupt spike that would indicate a motor stall. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.